Manufacturer narrative:
This investigation is ongoing. Upon additional information this investigation will be updated.

Event description:
It was reported that during a follow up a flat line was seen in the alternate sensing vector. All of the sensing vectors were tested and noise was seen involving this electrode. Data review was requested. Technical services (ts) discussed troubleshooting steps to exclude an electrode malfunction. Ts noted that the type of signal in the primary sensing vector during an untreated episode was pointing towards a mechanical impairment issue. Ts also discussed a possible sense b node sensing issue, and noted non cardiac signal oversensing in the primary sensing vector from (B)(6) 2021. At this time the electrode remains implanted and the device was reprogrammed to the secondary sensing vector with appropriate sensing performance seen. No adverse patient effects were reported.